Manufacturer narrative:
Unit received in pump error 130 alarm loop due to motor flex connector not completely plugged in into j5 at pcba1. Unable to performed displacement, rewind, seating and basic occlusion due to pump error 130 alarm. Unit received with cracked retainer, minor scratched display window and scratched case.

Event description:
The customer reported via phone call that the insulin pump received pump error alarm. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was able to rewind and the self test and displacement test passed. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.